Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000062066. The event of high impedance & ipg replacement was reported to abbott. The patient underwent an ipg and lead revision. The patient's ipg and lead was replaced due to ipg reaching end of life and high impedance on the lead. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.